Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the k-wire has foreign objects. The foreign material could not be identified, and cause could not be established. There was no patient involvement.